Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch verioiq meter was prompting an unknown error message when she was attempting to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred during (B)(6) (unknown year). The patient reported using non adjusting insulin to manage her diabetes. The patient reported during (B)(6), she increased her usual dose of medication. The patient reported 1 weeks after the alleged issue occurred she developed symptoms of feeling "shaky, faint, nauseous, vision problems." The patient reported during march she was seen in a doctor¿s office and her a1c lab reading was "6.7%." At the time of troubleshooting, the cca was unable to resolve the alleged issue with troubleshooting. This complaint is being reported because, the patient claims due to the alleged issue she increased her usual dose of medication and developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Follow-up # 1 ¿ (09/02/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 8/22/2013 and 8/26/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error unknown message. A DHR (device history record) was completed on 08/27/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.